Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, it was reported that the patient was sleeping and the next thing she knew was that she was laying face down on the floor from hypoglycemia. The patient uses tandem tslim and this complaint says she was unable/unwilling to answer whether it was in modified closed loop. The patient cannot tell at which point the sensor failed because she was sleeping. No fs readings nor bg noted as the patient said she does not know because she was unconscious. The glycemic state was not described. Treatment and management of the patient's condition was not documented. She did not seek health care professional (hcp) when the issue happened. When asked questions, she either refused or said she didn't know the answer to the question. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Please disregard "h6: health effect clinical code - no clinical signs, symptoms or conditions" as this code is not applicable for this report.